Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported power issue. Physio did observed non-critical buttons that were sensitive and not very responsive. After further testing no issues were observed. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on, and when the device did power on none of the buttons would respond. This was found during the morning check of the device. There was no patient use associated with the reported event.